Manufacturer narrative:
(B)(4). Batch # t5cd21. Investigation summary: the analysis results showed that one gst60b cartridge reload was returned unfired with 9 double driver out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: the orange parts of the cartridge was not broken during the procedure. The parts were fallen after the sales rep received the cartridge from the hospital.

Event description:
It was reported that during a laparoscopic gastrectomy, it was found that the proximal end part of the cartridge was distorted when the cartridge intended to be loaded into the jaw. The cartridge could not be loaded into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient.